Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the saphenous vein graft (svg) of right coronary artery (rca). A promus element stent was deployed and post-dilated with an unknown balloon catheter. A bsc filterwire was used. When the retrieval sheath was put in to remove the sheath, it deformed the proximal end of the promus element stent. The stent was post-dilated again. Two connectors of the proximal end of the stent were bent which might be caught on the retrieval sheath.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).